Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator failed. A field service engineer (fse) worked with pharmacy technician on the phone trying to power down the refrigerator, but the customer stated that refrigerator did not move away from the wall due to a bracket attached to the wall. Further the fse arrived onsite and assisted the customer with moving the refrigerator and power cycling the device. Then the refrigerator was recovered and tested. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had failed storage space error and could not be recovered; the customer performed a full shutdown, left the unit powered off for one minute, and restarted it, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.